Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that after replacement of device, still unable to operate. A new device was sent and had the nurse try to get it working. Yes the issue of the old and new programmers not been able to connect was resolved after calling the office for help.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Poor communication was reported with and without antenna. No patient symptoms and no further complications were reported. Additional information was received from a family relative. It was reported that the daughter experienced the same issue; poor communication. The caller stated that the patient received the new equipment but is having the same issue. On the call, the patient received poor communication with and without the antenna. Patient services reviewed the information and redirected to the healthcare professional to check the ins status. No further patient complications are anticipated or expected as a result of this event.